Event description:
During arthroscopic surgery on the shoulder, the tip of the meniscectomy electrode broke off. The surgeon was able to visualize the tip; however his attempts to retrieve it were unsuccessful. The tip of the electrode was left in the patient's shoulder. The remaining portion of the electrode needle was discarded. Clincal engineering inspected the rest of the equipment itself and did not find it defective.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.